Manufacturer narrative:
Wash concentrate was leaking from the valve lines. The field service engineer (fse) found the leak was coming from the wash concentrate micron filter. The fse replaced the micron filter, which resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported a fluid leak on synchron lx20 pro clinical system. The customer stated that there was liquid in the hydro, center section where the valves sit in the middle, but the customer could not tell the source of the leakage. Msds was not reviewed, but the facility has exposure control plan. No injury was reported and medical attention was not sought.